Event description:
The sensor calibrated successfully, but the dr experienced difficulty inserting the sensor. It was not advancing smoothly. During the insertion, blood leaked from the pt, up the uac into the sensor, through the whole sensor and into the pdm connection. This resulted in considerable blood loss from the pt. The sensor was returned to the MFR for investigation.